Manufacturer narrative:
This report is being supplemented to provide additional information based on the final investigation. A definitive root cause could not be identified, however, based on historical investigation results, it's likely the following led to the peeling of the tissue pad: during output activation, nothing was grasped between the grasping section and the distal end of the probe (including after tissue resection). As a result, the tissue pad was worn out. Due to friction between the grasping section and the distal end of the probe, abnormal heat was generated, which may have caused the tissue pad to partially peel off. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the tissue pad on the subject device peeled off. The issue occurred during a therapeutic hernia procedure, which was completed with a similar device, with a delay of less than 30 minutes. There were no reports of patient harm.